Event description:
Medtronic received the following information obtained from the journal article which is summarized as follows: abdominal aortic aneurysms with short proximal neck: comparison between standard endograft and open repair. J cardiovasc surg, 2012;vol.53:1-2. This article examines patients treated over a four year period for treatment of aaa with infrarenal neck length 1 cm compared to treatment with open repair and with standard evar. A total of 82 patients were enrolled. Open repair group (n=44) and evar group (n=38) were prospectively compared. Overall operative mortality was 3.7% (n=3). Combined perioperative morbidity and mortality was higher in the open repair group (p=0.012). There were 4 perioperative re-interventions in the open repair group (9%). There were no cases of perioperative deaths in the evar group. Of the 38 devices implanted in the evar group, 27 were zenith-cook, 6 were medtronic endurant, and 5 were medtronic talent. In 4 cases, stents were placed in the iliac limbs due to graft stenosis or kinking. A thoracic endograft (medtronic captivia) was simultaneously implanted in one patient who had a thoracic aortic aneurysm. A total of eight patients had perioperative complications. There were two heart complications: a heart failure and an atrial fibrillation. There were two tia, and two cases of lower limb ischemia for iliac stent-graft leg thrombosis. There were three perioperative re-interventions (7.8%) in the evar group: an aortic cuff to resolve a proximal type I endoleak, and two fibrinolytic therapy followed by iliac stent placement. During the follow-up, two patients underwent re-intervention: an inferior mesenteric artery ligation to resolve the aneurismal sac growth due to a type ii endoleak, and one case of aortic cuff placement for a proximal type I endoleak. At 36 months the survival rate was 80.5% following open-repair, and 87.4% following evar. At 36 months freedom from re-intervention was 82.6% following open repair, and 88.4% following evar. All secondary end points were significantly better in the evar group. These results show that evar is an effective and reliable option in aaas with neck length 1 cm in short and mid-term follow-up.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, stent graft kink). Patient's condition affected effectiveness of device (anatomy related, short aortic neck, type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related, short aortic neck, type ii endoleak).